Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out-of-range shock impedance during an elective upgrage procedure. In addition, this implantable cardioverter defibrillator (ICD) exhibited a sealplug that popped out during the attempted implant procedure. The physician pushed the sealplug back into place, but this resulted in noise on the shock channel. The specific sealplug which demonstrated the malfunction was not specified. A guidant technical services (ts) consultant recommended replacing the device, and the physician complied. A similar guidant ICD was implanted without incident. No additional complications were reported.